Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 6 on the main cabinet and all cubie pockets were failed and not detected on bus. The field service engineer replaced the module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system drawer was failed and not detected on bus when user was trying to issue medication to patient. The customer stated that the medication was available in additional device and the in-patient pharmacy. However, there were no adverse events or injuries reported based on this event.